Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during initial drain. The home patient (hp) was connected at the time of the alarm. The hp stated there were air bubbles in the patient line. A baxter technical service representative (tsr) assisted the hp to cycle the power to the hc until the alarms cleared. The tsr found that the patient line was not correctly primed prior to connecting. The tsr advised the hp to start over with new supplies. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a system error 2240 due to incomplete prime, which is a known cause of this error. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly re-priming the patient line. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.